Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Intra-operative angiography showed a stanford type b dissection from the proximal side of the trunk-ipsilateral leg component. The physician decided to take a wait and see approach because the dissection become thrombosed. The procedure was concluded with no other reported issues. The patient tolerated the procedure. The physician reportedly stated that the dissection might be due to that the proximal neck angle was greater than usual case and that there was calcification at the site.